Event description:
The customer contacted stryker to report that their device shut off during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and duplicated the reported issue. Stryker determined a faulty system pcb was the cause of the reported issue. Due to part obsolescence, the device cannot be repaired. Stryker recommended the customer remove the device from service and a replacement device be obtained. Section h11 of the initial medwatch report should indicate: stryker evaluated the customer's device and duplicated the reported issue. Stryker determined the most likely cause is a faulty system pcb. Due to part obsolescence, the device cannot be repaired. Stryker recommended the customer remove the device from service and a replacement device be obtained. A conclusive root cause could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined a faulty system pcb was the cause of the reported issue. Due to part obsolescence, the device cannot be repaired. Stryker recommended the customer remove the device from service and a replacement device be obtained.

Event description:
The customer contacted stryker to report that their device shut off during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.